Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08202. It was reported the patient experienced pain at the ipg and anchor implant locations. As a result, surgical intervention was undertaken wherein the system was explanted and replaced resolving the issue.